Manufacturer narrative:
(B)(4). Requested the following information: how long post-operatively did the patient present with complaints of abdominal pain? Had the patient already been released from the hospital? If so, was the patient re-hospitalized? Did the antibiotics resolve the patient's symptoms? If not, was any other treatment administered? If so, please explain. What was the patient's pre-op diagnosis? What is the patient's age and sex? What is the current status of the patient? Received the following response: no additional information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a colon resection procedure the patient had abdominal pain. The surgeon reviewed the patient's symptoms and decided to treat the patient with antibiotics and observe them. The patient is recovering at this time. There was no other information available. Additional information has been requested.